Event description:
It was reported by service report that the power connector was broken, the sheathing on the power cord was cut and the scale was inaccurate. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power connector was broken. Headend left and right load cells.